Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a bolus anomaly and received a low reservoir alarm. The customer's blood glucose was 344 mg/dl at the time of incident. The customer stated that she tried to bolus when her blood glucose was 300 mg/dl but it did not record in the bolus history. The customer stated that she ate when her blood glucose was 340 mg/dl and went to bolus but it disappeared off the screen and not in the bolus history. The customer stated that she did a 0.2 unit bolus and 4 unit bolus and it did record after. The customer was advised to monitor the insulin pump and call back if the bolus would not lower her blood glucose. The insulin pump will not be returned for analysis.